Event description:
It was reported that the suture of the ultra fast-fix was fallen out from t2. No patient injury was reported.

Manufacturer narrative:
One (B)(4) ultra-fast-fix ab assembly-curved needle device returned. The complaint indicated ¿suture/tension/loading¿ failure. The blue split cannula was returned but not protecting the needle. The device is in relatively good condition with exception of the location of t1 and suture at t1. The white depth penetration limiter was returned and has been trimmed to the surgeon¿s preference. T1, t2 and full suture we returned. T1 was separated from the needle tip. T1 and suture between the implants has been disrupted during removal of the depth limiter for trimming. T2 and balance of suture were located within the delivery needle track ready for manual advancement. This device requires manual advancement of anchors into location for stripping off. A functional test indicated that the device manually advanced normally. Manual advancement of t2 followed by its manual stripping off was successful by a gentle tug of the suture. No root cause related to the manufacture of the device was confirmed.

Manufacturer narrative:
Due no product return, the complaint could not be confirmed. Definitive conclusions cannot be made without a device to evaluate. Accurate investigation and evaluation are not possible. The product met specifications upon release to distribution. No further actions pursued at this time.